Manufacturer narrative:
As of 09/24/2025, unused returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
According to the initial report received on august 29, 2025, the consumer stated that the product caused a reaction and resulted in hospitalization. He would like to have the list of ingredients. On the completed consumer information report (cir) received on september 19, 2025, the consumer states that the product caused a rash from the adhesive. The consumer states that he received medical treatment for the rash and that the symptoms did not correct after he stopped using the product. Consumer informed that it has been 25 days, and it is now about gone.